Event description:
Reporter alleged obtaining the results of 338 mg/dl and 131 mg/dl back to back within 10 minutes on the advantage system. Reporter took 500 mg of metformin, five minutes prior to the event. No other actions were reported taken or treatment received. No adverse event reported. A reporter also stated she does not wash her hands prior to testing. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 338 mg/dl and 131 mg/dl back to back within 10 minutes on the advantage system. Reporter took 500 mg of metformin, five minutes prior to the event. No other actions were reported taken or treatment received. No adverse event reported. Reporter also stated she does not wash her hands prior to testing. A request was made for the return of the affected product.

Event description:
It was reported the lead exhibited an increase in pacing threshold. The pace/sense portion of the high voltage lead was replaced with a pace/sense lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Na